Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2014 with the following findings:the pump was returned with a cracked display screen. The pump powered on but the pump display screen was blank. The complaint of the dim display screen was unable to be tested due to the damaged display screen. The pump display was replaced and the pump display functioned normally.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had a dim/faded/color spectrum issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.